Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
It was reported that the helix of the right ventricular lead could not be extended during the implant procedure. The lead was not used and a new lead was implanted. No further information was available.